Manufacturer narrative:
Final device analysis of the implantable neurostimulator revealed no significant anomalies. The device was functionally ok. A segment of the extension was returned with the implantable neurostimulaor. All conductors were segmented. Device analysis revealed no significant anomalies.

Event description:
It was reported that the pt had expired. The device was returned to the MFR with no add'l info regarding cause of death. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.